Manufacturer narrative:
Reporter number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the hip, it was observed that while using the small battery device with the attachment device to insert the guide wire into femoral head, the attachment device would not grasp the k-wire device or advance into the femur after setting the k-wire driver to the three dot setting. According the reporter, the k wire driver device had to be dialed down to two dots in order to accept the k-wire device. It was unknown if there were delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: the date the device returned to manufacturer was reported as apr 13, 2018 in the previous report, the correct date is may 01, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly. H10: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had an unknown liquid on the pinion cage complete, unknown debris on the guide sleeve and the stop ring complete, ball bearings and clamps were all worn due to wear from normal use and servicing over time and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.